Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va09kvc, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient had laboratory testing done and it was abnormal. The results were positive for an infection.

Event description:
It was reported that the clinical diagnosis was uncomplicated cystitis. It was noted that the patient had increase in symptoms. It was noted that the patient had urine tested and it was positive for infection. It was noted that the patient started a 10 day regimen of keflex. It was noted that medication were administered on (B)(6) 2013. It was noted that the event outcome was resolved without sequelae on (B)(6) 2013. Additional information received reported that the event was related to the procedure. Additional information received reported that the event as not related to the implantable neurostimulator (ins), extension, or the lead. It was noted that it was not related to the programming issue.